Event description:
As initially reported to customer relations via phone conversation: a female patient of unspecified age underwent an ercp procedure. In which the evolution biliary controlled-release stent, g23128, was used. The doctor advanced in with the delivery system, saw the marker outside of the ampulla and the nurse started deployment. Once got to the point of no return, the physician says to deploy, but no stent in ampulla. Per fluoroscopy ,the stent deployed above the stricture (physician stated, it didn't look like at 10x6 stent) (pr357225). The doctor tried to recapture, which was unsuccessful as the string came off of the stent. A boston scientific 10x6 stent was placed. The physician then tried an extraction balloon to pull the evolution stent down, which was also unsuccessful. The patient was scheduled on (B)(6) 2022, for the removal of the mass on the pancreas and will remove the evolution stent. This file will capture the user error of removing the stent after deployment. 1. Did any unintended section of the device remain inside the patient¿s body? If yes, please describe. 2. Was the patient hospitalized or was there prolonged hospitalization? 3. Did the patient require any additional procedures, due to this occurrence? If yes, please describe. 4. Did the product cause or contribute to the need for additional procedures? If yes, please specify additional procedures and provide details. 5. Has the complainant reported any adverse effects on the patient, due to this occurrence? 6. Has the complainant reported, that the product caused or contributed to the adverse effects? Please specify adverse effects and provide details. 2.0 rpn prefix: evo. 2.1 general questions: 2.1.1 at what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during stent placement. 2.1.2 what endoscope type and channel size was used? Olympus tjf 180; 3.2 channel. 2.1.3 what was the position of the elevator? Open. 2.1.4 details of the wire guide used (diameter, type, make)? Acrobat 2, 260. 2.1.5 was the zip port facing upwards and slightly curved when backloading the wire guide? Not informed. 2.1.6 did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 2.1.7 please advise the anatomical location of the intended target site. Distal bile duct. 2.1.8 how long was the stent in the patient by the time this complaint occurred? This was initial deployment. 2.1.9 for devices where the IFU states. For longer term patency has not been established, was periodic evaluation completed? Not informed. If yes, how often was this completed? 2.1.10 did the patient require any additional procedures as a result of this event? Yes, see event description. 2.1.11 what intervention (if any) was required? See event description. 2.1.12 was the secondary intervention performed, during the same procedure as the device failure or was it scheduled for another day? See event description. 2.1.13 were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed, and where on the device it was observed. 2.2 should the difficulty involve a stricture, request the following: 2.2.1 what was the length and diameter of the stricture? Length 3cm, diameter not informed, but was a tight stricture. 2.2.2 where was the stricture located in the body? Distal bile duct. 2.2.3 was there resistance felt passing wire guide through stricture? No. 2.2.4 was there resistance felt passing the evolution through stricture? No. 2.2.5 was the stricture dilated before stent placement? No. 2.4 should the difficulty occur during stent placement, request the following: 2.4.1 did the product fail during stent deployment or recapture? Deployment. If other, please specify. 2.4.2 was the directional button pressed during use? Yes at end to recapture. 2.4.3 was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. 2.4.4 was the yellow marker kept in view during deployment? Yes, see event description. 2.4.5 are images of the device or procedure available? Yes.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 05-apr-2024.

Manufacturer narrative:
Device evaluation: user/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The evo-10-11-6-b device of lot number c1757333 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 12 may 2022. On evaluation of the device, the following was observed: visual inspection: lockwire returned separately. Introducer exposed on return. No stent returned. Functional inspection: handle actuating fine for deployment and recapture. The removal of the stent after deployment is not considered user error as the scheduled procedure to remove the mass on the pancreas along with the stent would be performed anyway with/out the stent in patient, therefore this file will capture the user error of the customer attempting to recapture the stent after deployment. Manufacturing records. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1757333 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label. The instructions for use, ifu0056 which accompanies this device, instructs the user that ¿¿ stent cannot be recaptured after deployment threshold has been passed.'' There is evidence to suggest that the customer did not follow the instructions for use. Image review. An image was not returned for evaluation. Root cause analysis. A definitive root cause was established. The user has not complied with the requirements of the IFU/label. It is known from the available the customer tried to recapture the deployed stent. The instructions for use, ifu0056 which accompanies this device, instructs the user that ¿¿ stent cannot be recaptured after deployment threshold has been passed.'' Confirmation of complaint. Complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction. Complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation. According to the initial report the customer attempted to recapture the stent after it was fully deployed. Confirmed quantity of (B)(4) device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause was established. The user has not complied with the requirements of the IFU/label.